Event description:
A report was received that a patient experienced an allergic reaction following an rf procedure. There were lesions in the location where the cannula was inserted. The cannulas are suspected to be the cause of the event. The patient was ok following a prescribed corticoid treatment.